Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or atrips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter displayed the battery indicator. The complaint was classified based on the customer care advocate's (cca) documentation. The date and time the battery indicator issue first occurred was unk. The pt claimed, he felt nausea and blurred vision after the battery symbol started appearing. The pt received no medical intervention. The cca noted that the pt did not replace the meter battery per the owner's manual. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges he was unable to obtain an actionable meter reading and later experienced blurred vision, a typical symptom of hyperglycemia.